Event description:
It was reported that the physician was unable to thread the catheter beyond the 8.5 cm mark. When the catheter was removed simultaneously with the needle, the tip of the catheter sheared off and was left in the pt.